Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Imdrf code a150103 captures the reportable event of premature deployment.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used during a variceal banding procedure on (B)(6) 2025. During the procedure, when testing the bands, two fired at once. Once the bander was in the patient, the bander did not fire. The bander was set aside, and a new bander was used. There were no patient complications as a result of this event. The procedure was completed with another speedband superview super 7. No further information has been obtained despite good-faith efforts.